Manufacturer narrative:
Internal complaint reference case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during set-up for a cori-assisted tka, there was no power to front monitor or the tablet. They troubleshooted with robotics support, tried different dvi cables, and restarted with and without tablet plugged in and with and without monitor plugged in. Checked all connections in the base and the stand and everything was plugged in. Per robotic support, tried to plug in to reinstall knee application and no power as well. The front orange lights were flashing. Finally, they said this was a real intelligence cori issue and needed replaced. Surgery was performed, without any delay, changing to manual procedure. As this happened before, patient was not yet involved.